Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. No product information has been provided to date.

Event description:
It was reported the device had 3 separate issues with leaking at the cassette piggy tail and the extension set. No patient injury was reported.

Manufacturer narrative:
H6: event problem and evaluation codes: updates not required. H10: device evaluation: no product was returned. We are unable to confirm the reported complaint. If the product is returned we will reopen this complaint for further investigation. Corrected data: d4: correction: device expiration date: 01-feb-2027. H4: correction: device manufacturing date: 22-feb-2022.